Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient presented to the emergency room with a fever and a suspected abscess. It is unknown if cultures were taken, but it was reported that there was an infection at the implantable pulse generator (ipg) pocket site. The patient was prescribed antibiotics and underwent an explant procedure wherein the scs system was removed. The patient did well postoperatively. The devices were not returned for analysis due to medical facility guidelines.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 34570909.

Event description:
It was reported that the patient went to the (ER) emergency room for possible abscess in the back. No further information has been obtained.

Event description:
It was reported that the patient went to the emergency room (ER) due to a suspected abscess in their back. Additional information was received that the patients infection was located at the implantable pulse generator (ipg) site, presenting with symptoms of fever and an abscess. The patient was placed on antibiotics. All device components were explanted and not returned due to facility policy.